Manufacturer narrative:
On 5/22/2019, mentor became aware that the devices were explanted on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7/24/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/10/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 425cc saline prostheses. The patient noticed that while lying on her back the breast would fall under her arm. She also experienced burning and stinging around the left nipple area. The patient¿s healthcare provider confirmed bilateral deflation of the breast prostheses on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or expected explantation date. This report is for the right prosthesis. See manufacturer report number 1645337-2018-06634 for the contralateral prosthesis.

Manufacturer narrative:
On (B)(6) 2019, during evaluation of the sample it was noticed to be intact. Leak testing revealed a tear measuring approximately 0.2 cm in the posterior aspect. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. The silicone elastomer shell may easily be cut by scalpel or ruptured by excessive stress, manipulation with blunt instruments or penetration by a needle. Forceps or hemostats should not be used. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).